Event description:
It was reported that the user experienced persistent hyperglycemia through the night despite multiple infusion set and tubing supply changes with contact detach sets, with tubing primed, drops observed, and no occlusion or other device alerts aside from high glucose; the user elected to administer a subcutaneous insulin pen dose after disconnection guidance and declined further troubleshooting. Symptoms included elevated blood glucose. Outcomes included user-performed corrective action with a manual insulin injection and no hospitalization. Investigation included troubleshooting and education on disconnection protocol. Investigation of this case revealed no confirmed device malfunction or occlusion and an unclear cause of hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.